Event description:
See user facility report.

Manufacturer narrative:
Manufacturer visited the facility to examine and reenacted the situation and determined that the product was broken and would not function properly and should not have been used. Facility now trained to recognize such situations. Product was requested to be returned to manufacturer. As of (B)(4), 2010, manufacturer has not yet received product for full evaluation.